Event description:
A report was received that the patient underwent explant procedure due to (B)(6) infection and pain at the pocket site. (B)(6) infection already existed prior the patient was implanted. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent explant procedure due to (B)(6)infection and pain at the pocket site. (B)(6) infection already existed prior the patient was implanted. The patient was doing well post operatively.

Manufacturer narrative:
(B)(4).